Event description:
It was reported that during an implant of a right ventricle leadless pacemaker (rvlp) that during initial fixation the chevron started to move quickly and pacing impedance decreased. The rvlp was repositioned and same issue of decrease in impedance during fixation was noted. Patient exhibited many ventricular ectopy. Third position showed unusual cegm and the physician suspected clot. The rvlp was brought out and small clot was noted, and helix was suspected to be extended. The rvlp was not used and the physician elected to complete the procedure with a different rvlp. The patient was stable following the procedure.